Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Pneumoperitoneum is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was admitted to the hospital for primary duodopa adjustment phase. On (B)(6) 2017, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On (B)(6) 2017, during the hospitalization, patient experienced increased c-reactive protein (crp) and generalized abdominal pain. On an unknown date, the patient was treated with antibiotics piperacillin sodium/ tazobactam sodium. Report on 27 jan 2017 stated that the patient experienced pneumoperitoneum. If the event will improve further, no measures will be necessary. The patient remained hospitalized.